Event description:
It was reported that intermittent multiple cartridge alarms occurred during insulin therapy. There was no reported adverse impact to customer's blood glucose. Customer changed the cartridge and resumed pump therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.